Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The drive support was inspected and no anomaly was noted. The pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the paramedics were called on (B)(6) 2016 and she had a blood glucose level of 20 mg/dl. Customer stated that she went to the book club and became unresponsive. The paramedics were dispatched. Customer was given 50 mg of glucose along with a bagel and orange juice. Customer felt alert and okay. Customer declined being transferred to a hospital at the time. Customer was wearing the pump at the time of the hospitalization. Customer decided to visit the hospital to make sure her blood glucose does not continue to drop. Her blood glucose was 119 mg/dl at the time of admission. Customer had a blood glucose level of 12 mg/dl at the emergency room. Customer was being evaluated for continuing hypoglycemia. Customer was treated with an IV drip with (B)(4) dextrose and water. It was then changed to (B)(4) dextrose. Customer stated that the drive support cap seemed flush. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.